Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, as reported, the ventricular perforation was likely caused by the guidewire or delivery system nose-cone in a very hypertrophic left ventricle with a very small ventricular chamber. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), during implant of a 23 mm sapien 3 valve in the aortic position, there was difficulty crossing the native valve with the delivery system nose-cone. After crossing, the patient started to become hypotensive and angiographic images showed a ventricular perforation. The valve was quickly deployed, and CPR and pericardial drainage was performed. Tte showed the tamponade was not resolved and an emergency sternotomy with surgical repair of the perforation on left ventricular apex was performed. The ventricle was repaired, but patient¿s hemodynamic conditions were too compromised and they expired. The perceived cause was ventricular perforation by the guidewire or delivery system nose-cone in a very hypertrophic left ventricle with a very small ventricular chamber.